Event description:
It was reported that patients ipg was non-functional. The patient underwent an ipg replacement procedure and patient was doing well post-operatively. No device malfunction was suspected.